Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 27sep2018. Serial number could not be confirmed. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit would not power on. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 19oct2018. Date of manufacturer: 18oct2018. Numerous attempts were made to obtain information regarding the repair of the device, however, no response was received. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Manufacturer narrative:
Date of report: 28nov2018. Date of manufacturer: 27nov2018. Philip's international service technician could not confirm the reported issue.